Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used int he right kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, the balloon burst as it was being inflated. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.